Event description:
A nurse reported that during a vitrectomy surgery the trocar was defective and did not stay connected to the line. The infusion cannula disconnected from the trocar during the procedure. Following a delay of 10 minutes, the cassette was exchanged and the surgery was completed. The patient did not experience any harm.

Manufacturer narrative:
The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the device history record (DHR) review and the product was released according to manufacturer's acceptance criteria. (B)(4).